Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with blurry vision in both eyes four days post lasik. The patient was noted to have inflammation and central haze. The topical steroid drop dosage was increased, an oral steroid was prescribed, and a flap lift and rinse was performed. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.